Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in uruguay. The patient father reported that the patient experienced that there was a insulin flow blocked alarm which occurred on (B)(6) 2025, which resulted in elevated blood glucose (500 mg/dl), therefore patient had received manual injection. No further information was available.